Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device had a cuff leakage. The patient presents increased pressure and resistance in the airway with greater desaturation. The patient was re intubated.